Manufacturer narrative:
The inspection by (B)(4) also confirmed followings; there were vertical lines in the endoscopic image. The lcd panel was broken. (B)(4) assumed that the panel failed due to an external physical shock or accidental inflow of current. (B)(4) assumed that the main circuit board was broken. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by (B)(4), olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of the printed circuit board. This defect may have been caused by aged deterioration. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear intermittently when the device was turned on. It was found during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and found that there was a problem with the internal parts when the device started, and it did not start normally. No endoscopic image was shown. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken inner circuit board. Aging deterioration may have caused the defect because 5 years and 2 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.